Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that she had high blood glucose and the insulin pump did not delivered insulin. Customer stated that she has been having this delivery anomaly for about two weeks. Customer stated that when the piston and reservoir are at 1ml the insulin pump stops. Nothing further was reported.